Event description:
Reportedly this pt originally presented with an occlusion of the distal sfa in july 2005. Following a failed angioplasty procedure, it was indicated that a stent was implanted in the left sfa. 6.5 months later, pt was symptomatic. Ultrasound identified a re-occluded region. Angiogram confirmed stenosis and intervention (pta) was successful and improved flow. Under angiography the stent was noted to have fractured with a gap between the segments analysis of the re-intervention films identified that the stent was elongated during the initial deployment in july 2005. Additionally, there was some deformation of the proximal segment of the implant. The pt is reportedly doing fine.